Event description:
It was reported to st. Jude medical that while attempting to reposition the lead due to increase r-wave pacing threshold, it took 25 turns for the helix to retract. Once the helix popped out, it would not re-advance. As a result, the lead was replaced.